Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported via medsun number (B)(4): a neonatal patient experienced a serious adverse event during therapy involving an arterial line (a-line) and associated intravascular administration sets. A neonatal nurse practitioner (nnp) was called to the bedside to assess the patient's left arm, where mottling was observed throughout the arm, chest, and back, along with decreased perfusion to the hand. The arterial line was removed. Subsequent ultrasound examinations of the left upper extremity (lue) and head ultrasound (hus) identified a large amount of air emboli. The patient's clinical condition deteriorated, with worsening lactic acidosis following administration of medications and intubation. Repeat imaging, including hus, CT, and MRI, demonstrated extensive brain injury. The event was considered life-threatening and resulted in death (reported february 2026). Although requested, additional information has not been made available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Retained units were evaluated and passed the internal testing. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.